Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible damage found to the keypad cover. The keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The keypad cover was removed and contamination was found under the button key contacts. Unrelated to the complaint, the battery compartment was found to be cracked at the opening of the battery chamber extending down to the primary seal. There was no evidence of moisture damage found in the battery compartment. The returned battery cap was able to tightly secure to the pump. There was no power loss issues found with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6).the pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the up, down and ok keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.